Event description:
Reporter alleged the lancet needle that is a part of the multiclix system used in finger-stick blood glucose testing would not retract after use. Reporter stated when first attempting to use the system, the needle would not prick her skin after 3-4 attempts. Reporter indicated she had accidentally pricked herself and the lancet would not retract; however, remained stuck in the skin on the palm of her hand for a brief moment and she would have to manually remove it from the skin. No actions were taken or treatment was reported. A request was made for the return of the suspect device and replacement product was sent.